Manufacturer narrative:
New equipment & a modification in the bundle winding process have been implemented to help prevent recurrence of this problem. The device in question was made prior to the procedural change.

Event description:
Blood leak noted at the gas outlet port three minutes into case. The unit was changed out and the case was completed uneventfully. No pt injury reported.